Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reports that patient has a 'leaking breast implant" scan done and confirmed leak in left implant. The device status is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7.

Event description:
Patient representative reports that patient has a 'leaking breast implant" scan done and confirmed leak in left implant. Physician confirms rupture. Device has been explanted. This relates to the left device.